Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify what was meant by, ¿tissue was displaced and not properly stapled¿? Did the device cut? If yes, was the cut line complete? Did the device deliver any staples? If yes, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line complete?

Event description:
It was reported that during a laparoscopic gastric bypass surgery, from the spa by surgeons . It was used the ats 45 mm gun input and a 6r45b blue refill, during the use of the device at the time of making the cut and closure of the staple the tissue was displaced and not properly stapled. The surgeon had to open other device to continue the surgery.

Manufacturer narrative:
(B)(4). Batch # p58w55. Device evaluation: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.